Event description:
Empty evacuated containers from abbott-hospira-which have a black rubber stoppers are defective. Two problems have been noticed with this product 1- bottles are coring very easily and 2- bottles are losing their vacuum more readily than the other bottles. Many techniques have been tried, however, coring is still an issue so it is not related to the techniques used.